Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Boston scientific technical services (ts) assessed and confirmed that it was premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.